Manufacturer narrative:
The investigation results will be provided in supplemental report.

Event description:
It was reported that patient presented to ER (emergency room) with red heart alarm and decreasing mental status on (B)(6) 2021. It was noted that the controller had the green light on. Echocardiogram showed right ventricular dysfunction, left ventricle no collapse, atrioventricular (av) opening every beat, mean arterial pressure (map) and hemoglobin was "ok". The controller had been changed. An auscultation of the pump was recommended, which confirmed the pump was running as well as the green light illuminated on the controller. Although the pump was running with 0 flow further evaluation was recommended to determine the possible cause. It was also stated that there was a constant low flow alarm in the setting of lethargic. The controller changed without resolution of alarms. Log file observed low flows at 0 lpm, which was an issue of some kind of blockage. There was suspicion of inflow cannula obstruction. There were no other unusual events seen within the log files. Patient was sent to or (operating room) and placed on extracorporeal membrane oxygenation (ECMO) while awaiting heart transplant at that time. The low flow alarms were actually 0 flow. The suspected inflow obstruction, with no flow on intra-op transesophageal echocardiogram (tee). The patient was symptomatic and unstable in cardiogenic shock. It was reported that the patient passed away due to cardiac failure after withdrawal of va ECMO on (B)(6) 2021. An autopsy was be performed, but no report was to be provided. The device was not explanted.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported obstruction, right heart failure, and infection could not be conclusively determined through this investigation. Evaluation of the submitted log files confirmed the reported low flow alarms. The submitted log files captured strings of low flow alarms at 0 lpm on (B)(6) 2021. No other atypical events were captured. The pump operated at the set speed for the duration of the file. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 04aug2020. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The IFU also outlines the steps to adjust the orientation of the pump. The IFU provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. For patients with low flow software controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an infection at the same time they were admitted to the hospital on (B)(6) 2021, with no flow on controller, presented in shock. Transferred to another hospital on (B)(6) 2021. There were routine blood cultures sent on admission in the setting of shock. Patient was found to have mssa (methicillin-susceptible staphylococcus aureus) / leuconostic bacteremia, and it was not determined that the pump was involved it was stated that infection was found on routine blood culture draw.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported obstruction and right heart failure could not be conclusively determined through this investigation. Evaluation of the submitted log files confirmed the reported low flow alarms. The submitted log files captured strings of low flow alarms at 0 lpm on (B)(6) 2021. No other atypical events were captured. The pump operated at the set speed for the duration of the file. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until they expired on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The IFU also outlines the steps to adjust the orientation of the pump. The IFU provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. For patients with low flow software controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.